Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional inform action is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ calcification : no observed on the device. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ observed what appears to be like crater appearance on shell surface. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side exchange with no complaint. Healthcare professional later reported "calcified capsules". Healthcare professional additionally reported capsular contracture, baker grade IV. The device has been explanted and replaced.